Manufacturer narrative:
Concomitant product: boston scientific kyousha guidewire 8x4 conquest, medicon (B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of a 90% occluded lesion in the right radial vessel with heavy calcification and no vessel tortuosity, a saber pta balloon catheter ruptured at 14 atmospheres (atm). The balloon was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The initial approach site was the right radial vessel. A sheath introducer (6f brite tip, cordis) was inserted. After a guidewire ((kyousha, boston scientific) was crossed the lesion, a saber was delivered to the lesion and inflated but ruptured at 14 atm. Therefore the balloon was changed to another balloon and inflated as 30atm. The indentation was remained a little but the dilation was completed. The procedure was finished successfully. The product will not be returned for analysis. There was no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. There was no removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of a 90% occluded lesion in the right radial vessel with heavy calcification and no vessel tortuosity, a saber pta balloon catheter (bc) ruptured at 14 atmospheres (atm). The balloon was changed to a non cordis balloon and the procedure was successfully completed. There was no reported patient injury. The initial approach site was the right radial vessel. A sheath introducer was inserted. After a guidewire was crossed the lesion, a saber was delivered to the lesion and inflated but ruptured at 14 atm. Therefore the balloon was changed to another balloon and inflated to 30atm. The indentation was remained a little but the dilation was completed. The procedure was finished successfully. There was no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17026777 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.